Event description:
The customer reported a "test load issue". The customer confirmed that twice over several months during user initiated shift check the device reported that the defib test passed internal paddles when the test was run with the pads cable and test load. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a "test load issue." The customer confirmed that twice over several months during user initiated shift check the device reported that the defib test passed paddles when the test was run with the pads cable and test load. There was no pt involvement. Philips evaluated the device and could not recreate the symptom. Note that the customer did not send in their pads/therapy cable for inclusion in the eval. Multiple entries of the extended self test error code 90007 were found in the system log. The power pca and therapy/pt connector were replaced to resolve the reported issue. Since the specific customer issue could not be recreated and since multiple parts were replaced, we cannot determine the specific cause of the reported issue.